Event description:
The manufacturer received information alleging a patient was cooking while using the everflo oxygen concentrator. The oxygen tubing fell onto the gas cooktop and caught on fire. The patient received burns to face, nose and throat. There was no allegation of device malfunction. The reporter of the event confirmed there was no damage to the device.

Manufacturer narrative:
The manufacturer previously received information alleging a patient was cooking while using the everflo oxygen concentrator. The oxygen tubing fell onto the gas cooktop and caught on fire. The patient received burns to face, nose and throat. There was no allegation of device malfunction. The reporter of the event confirmed there was no damage to the device. Despite multiple attempts on 12/26/2023, 12/29/2023, 01/02/2024, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box b, h has been updated/corrected.